Event description:
The following was reported by a davol sales representative: it was reported that while performing a gall bladder removal procedure the surgeon could see a previously implanted davol mesh used in a hernia repair and observed that a small portion of the bowel was attached. There were some easy to remove adhesions, however some bowel was too attached to the mesh for removal. No patient injury has been reported and the surgeon is not concerned and states that the incident is so minimal no further action will be taken. An MDR is being filed due to bowel adhesions being a known possible complication which could lead to a serious injury or the need for surgical intervention.

Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records count not be conducted. Additionally, the mest remains implanted. Images have been provided of the mesh in vivo, however, the images provided limited ability to determine the extent of mesh adhesion to the bowl. Adhesions is a known possible adverse reaction listed in the IFU. This MDR includes all event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.